Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with pacemaker exhibiting premature battery depletion. The pacemaker was explanted and replaced. The patient was discharged from the hospital.

Event description:
Additional information received indicated the patient's pacemaker did not have premature battery depletion but instead was displaying an incorrect implant date.